Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued a replacement astral battery pack as a part of a warranty claim. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs could not confirm the reported complaint. The battery was replaced as a precautionary measure. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable battery. There was no patient harm or serious injury reported as a result of this incident.